Event description:
It was reported that the patient had been explanted without any notification or consultation with med-el (B) (4). The info received is that the implant was fully functional but as the patient was at first implanted in a fully ossified cochlear, the patient had not had any relevant performance from the implant and it was decided to explant the device and implant another device in that ear.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.